Event description:
A female patient was undergoing surgery for bilateral temporomandibular joint arthralgia and internal derangement. During the completion of the right side osteotomy, the surgeon noted that the saw blade was extremely warm. This happened very rapidly despite the fact the surgeon was making cuts no longer than 5 to 7 seconds at a time and checking his cuts. Surgeon pulled the saw blade away from it and he realized the saw blade was exquisitely hot. A direct confirmation confirmed that the patient had sustained at least a first degree and possibly a very superficial second degree burn of the commisure on the right side. It was centered about the commisure measuring 1.5 mm vertically and 1.0 cm horizontally. Ultimately, the surgeon placed bacitracin ointment on the area.